Manufacturer narrative:
At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the surgeon complained that the monopolar curved scissors (mcs) were rigid and did not articulate as they should. And when checking the articulation, it was noticed that it had a broken steel cable. It was in the seventh life. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.